Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that he was calling to do the high pressure test on the insulin pump. Caller was assisted with performing the high pressure test and it passed. Caller was informed that the infusion set will be replaced. Caller stated that the customer was at work and felt out of it. Customer was dizzy and vomiting. Customer had a panic attack and then his parents took her to the hospital. Customer's blood glucose was 390 mg/dl at the time of the incident. Customer's current blood glucose was 140 mg/dl. Customer stated that her stomach hurts a little bit. Customer kept trying to treat with her pump and she was treated without the pump at the hospital. Customer went to the emergency room on (B)(6) 2016 with a blood glucose level of 380 mg/dl. Customer had high ketones and diabetic ketoacidosis. Customer is still in the intensive care unit for the IV drip and potassium. Customer was wearing the pump until it was removed at the hospital.